Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (500 mg/l) with a high level of ketones. The pump supplies were changed multiple times. Insulin injections were administered to address the bg level. The contact spoke with a healthcare provider who adjusted the pump settings on (B)(6) 2017.